Manufacturer narrative:
The valve remains implanted in the patient and is not available for return and evaluation. Imagery was provided and one strut was noted to be bent outward approximately 135 degrees at the inflow under the crimped condition. One strut remained bent after deployment. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review was performed and did not reveal other similar complaints from the same work order. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices was performed. During delivery system and valve insertion through sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The damage to the valve frame was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿resistance was encountered to push the commander with crimped valve through the esheath. After the valve exited the sheath, a bent frame strut was noted on the valve. Alternate fluoro angles confirmed the bent strut.¿ per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts to catch within the sheath, and results in the bent strut and punctured sheath shaft. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that procedural factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently on implementation phase. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for thv exerts excessive force on annulus, resulting in no patient harm, which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate exceeded the december 2020 control limit for trend category ¿valve damaged¿ for sapien 3 ultra valve (s3u).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate for a 23mm sapien 3 case by transfemoral approach in aortic position. Resistance was encountered while pushing the commander with crimped valve through the esheath. After the valve exited the sheath, a bent frame strut was noted on the valve. Alternate fluoro angles confirmed the bent strut. It was decided to abort the implantation and remove the devices after much consideration and preparation for complications, it was decided to proceed with the implantation and to deploy the valve as originally planned. Deployment was very slow and successful. Post fluoro, images indicated no perforation, no pvl, and no annular rupture. Fluoro images did indicate a warped strut but no patient complications. After the esheath was removed, it was seen that there was a pinhole perforation in the non-expanding section.